Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the eyelids with thermage for slight ptosis due to mild initial flaccidity and had a corneal injury post treatment. The procedure was performed with one mild bilateral congestive eye. The eye shields were introduced with an aseptic technique and lidocaine opthalmic serum was used. The patient reported less discomfort on the right eye. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. After the "lens" (shield) was removed, the patient presented some eye discomfort and a persistent foreign body sensation. A serum eye wash was practiced and the patient was prescribed tobrin ointment. Prior to the procedure, the patient was medicated with 8 drops of clonazepam drops, 2 chlorpheniramine, and 20 mg of prednisone. The patient was seen by an ophthalmologist and prescribed an occlusive patch to wear for more than 24 hours, antibiotics, and anti-inflammatory drops for one week. There was a favorable improvement after 3 days. The patient did not inform the treating physician of dry eye or a previous cornea laser surgery. Additional information has been requested but has not been provided.

Manufacturer narrative:
The device has not been returned, therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The thermage user manual strongly discourages the use of local injections and tumescent anesthetic techniques to manage patient comfort during the thermage procedure. Injecting anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Based on the information available, it is possible that procedure-related factors (such as use of anesthetic medication) and/or patient-related factors (such as patient's pre-existing condition of dry eyes and prior cornea laser surgery) may have caused or contributed to the reported event.